Manufacturer narrative:
This report is based solely on device return and analysis. Our records indicate the patient expired more than six months ago. We have no information to suggest the death was device related. Cause of death was requested but not received. Evaluation summary: laz054574v outer insulation separation; proximal segment returned for analysis.

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. We have no information to suggest the death was device related.